Event description:
Skin irritated [skin irritation]. Itchy [pruritus]. Case description: this is an initial spontaneous report from a contactable consumer. A (B)(6) old, white, male consumer started to use heat wrap (thermacare for lower back and hip) since an unknown date as needed for lower back pain. The relevant medical history was none. The relevant concomitant medications were none. On (B)(6) 2011, the consumer experienced that his skin was irritated and itchy after using heat wrap and this was the first time it happened as he was using the wrap since long time. The relevant lab data included lab test done once a year. The consumer was still using the heat wrap. Therapeutic measures in response to the events were none. Clinical outcomes of the events at the time of the report were not recovered. The consumer did not modify the wrap in any way and just noticed that the wrap was dusty.